Event description:
A malfunction was reported on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer received third party assistance from their spouse, who delivered a correction injection (mdi) to address the elevated bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.